Event description:
The customer alleged questionable results on 3 urine albumin tests run on the modular analytics p module. Sample #1: initial urine albumin = 566 mg/l with a flag requiring rerun at decreased volume repeat (decreased volume) = 644 mg/l (result released) the doctor questioned the result. The laboratory repeated the test on 2 different p modules and stated that results were "similar" on both modules. It is unknown which of these results are from the original p module. Repeat = 0 mg/l with prozone alarm (requiring repeat) repeat (decreased volume) = 7215 mg/l with prozone alarm (requiring repeat) repeat = 0 mg/l with prozone alarm (requiring repeat) repeat (decreased volume) = 6045 mg/l with prozone alarm (requiring repeat) the customer made a manual 1:100 dilution and repeated: 1:100 dilution repeat = 30,300 mg/l the same series of events occurred for the other 2 samples: sample #2: initial urine albumin = 518 mg/l with a flag requiring rerun at decreased volume repeat (decreased volume) = 583 mg/l (result released) repeat = 0 mg/l with prozone alarm (requiring repeat) repeat (decreased volume) = 8991 mg/l with prozone alarm (requiring repeat) repeat = 0 mg/l with prozone alarm (requiring repeat) repeat (decreased volume) = 7450 mg/l with prozone alarm (requiring repeat) 1:100 dilution repeat = 26,200 mg/l. Sample #3: initial urine albumin = 571 mg/l with a flag requiring rerun at decreased volume repeat (decreased volume) = 660 mg/l (result released) repeat = 0 mg/l with prozone alarm (requiring repeat) repeat (decreased volume) = 8590 mg/l with prozone alarm (requiring repeat) repeat = 0 mg/l with prozone alarm (requiring repeat) repeat (decreased volume) = 7020 mg/l with prozone alarm (requiring repeat) 1:100 dilution repeat = 28,700 mg/l. The customer was performing the tests using 100 ul of sample in a sample cup set on a 75mm tube. The dead volume in this configuration is 100 ul, therefore the customer should have placed additional sample into the cup in order to have enough sample to perform the test. The customer stated that no short-sample alarm occurred. It is unknown how many patients are represented by these 3 samples. No serious injuries were reported in relation to this event. Pipetting and washing were checked. Urine albumin tests were performed using sample cups with volumes of 150 ul, 100 ul, 70 ul, 50 ul, and 20 ul. All tests ran as expected except for the 20 ul cup, which generated as short-sample alarm. At this point the field service representative has been unable to determine the cause of the event.

Manufacturer narrative:
A definitive root cause for the issue could not be found. The samples were manually aliquoted prior to being tested; one possible root cause is an error at the preanalytical stage. No questionable results were received before or after the event.

Event description:
Customer reported the system will not fluoro. No patient injury was reported.